Event description:
A power source alert 07 was reported by the customer. There was no reported impact to customer's blood glucose. The issue was resolved after the customer tried leaving the wall adapter plugged into a working outlet for at least 30 minutes, and the pump began charging. No further assistance was required.